Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. It was noted that the site was burning the disk incorrectly, which was causing the issue. System is fully operational.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the imaged were not ¿correct¿ when being imported into the navigation device. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The images were not to protocol. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.